Event description:
It was reported the patient presented in clinic for follow-up after having seizure like activity. During testing, there was a four second pause during sense testing. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the seizure like symptoms persisted. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited increased capture threshold. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information received indicated the ventricular leadless pacemaker (lp) exhibited another increase in capture threshold. The patient was in stable condition.